Event description:
It was reported that caller experienced a minimum fill notification while attempting to reload a cartridge that contained less than the recommended amount of insulin. There was no adverse impact to the customer's blood glucose level. Caller reloaded cartridge with sufficient insulin, successfully loaded cartridge onto pump, and resumed insulin delivery after receiving education from technical support about the minimum recommended fill amount.